Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color indicator of a 6f exoseal vascular closure device (vcd) did not change. Manual compression was used and the procedure was completed. There was no reported patient injury. The device was used in a lower extremity angioplasty. The procedure was performed with an antegrade puncture from the right femoral artery using a 6f short non-cordis sheath. The device was slowly retracted at an angle of about 45 degrees, the ring was clearly felt to hook into the vessel wall, and the pulsatile blood flow was "pushed out" slowly from becoming slower to stopping. The user then slowly pulled out again for about 1 cm, but the device was only slightly discolored during the process, and the color was not changed subsequently. Retraction was then continued slowly, and the device was removed from the patient's body. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was "good". The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The use is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the color indicator of a 6f exoseal vascular closure device (vcd) did not change. Manual compression was used and the procedure was completed. There was no reported patient injury. The device was used in a lower extremity angioplasty. The procedure was performed with an antegrade puncture from the right femoral artery using a 6f short non-cordis sheath. The device was slowly retracted at an angle of about 45 degrees, the ring was clearly felt to hook into the vessel wall, and the pulsatile blood flow was "pushed out" slowly from becoming slower to stopping. The user then slowly pulled out again for about 1 cm, but the device was only slightly discolored during the process, and the color was not changed subsequently. Retraction was then continued slowly, and the device was removed from the patient's body. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was "good". The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The use is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation and the indicator wire was found retracted. A cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The guard indicator wire deployment simulation could not be performed, as the unit was already deployed upon receipt, nevertheless the guard was locked to verify if there was any issue with the locking mechanism. Additionally, the functional deployment simulation evaluation could not be performed, as the unit was already deployed. A high magnification evaluation was executed to evaluate the device internal mechanism. During this analysis, no obstruction or abnormalities were observed that could be related to an impediment of the mechanism. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device, as it was received as it was received fully deployed. The functional analysis could not be performed since the device was received fully deployed. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use, as the condition indicates an incomplete depression of the cowling/guard may have occurred. In addition, an antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.